Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and high blood glucose. Customer¿s blood glucose level was 750 mg/dl. Customer was hospitalized. First self-test failed and the second self-test passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm and high blood glucose. Customer¿s blood glucose level was 750 mg/dl. Treated with the syringe. Customer performed the self-test and the test was pass. The insulin pump will be returned for analysis.